Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, that the patient contacted the lvad clinician and reported symptoms of fever and driveline exit site drainage. Labs were taken that day and showed increased white blood cell count (17.5). The patient was admitted on (B)(6) 2018 for suspected driveline infection at the exit site. Culture taken at admission was (B)(6) for (B)(6). The patient was given vancomycin/zosyn.

Manufacturer narrative:
Additional information. Section: the explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the patient was moved up the heart transplant list (1a unos status) due to the driveline infection. A heart from a donor became available and the patient underwent a transplant on (B)(6) 2018.